Event description:
It was reported that the alarm limits on the dinamap pro 1000 monitor could no longer be set and that the alarm sound was not audible. The device was repaired, reset to factory settings and returned to use. There was no report of patient involvement. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Manufacturer narrative:
The serial number of the device is unknown. The phone number and occupation of the initial reporter is unknown. The device manufacture date is unknown.